Manufacturer narrative:
(B)(4). Additional concomitant medical products: tibial component pegged precoat; p/n: 00597005502, l/n: 58581200; articular surface use with plate; p/n: 00595205010, l/n: 62834532. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the product is being evaluated by external contractor. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported the patient underwent an initial knee revision 18 years post-implantation due to a fracture. Subsequently, the patient experienced pain and swelling and was revised due a fracture of the femoral component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated via radiographs and photos and the reported event was confirmed. Evaluation of the provided photographs of the device from the revision surgery show that the medial condyle of the femoral component had fractured. Wear was noted on the articular surface posteriorly that was consistent with contact of the fractured femoral component condyle. Radiographs were provided and reviewed by a health care professional. Review of the available records identified a valgus deformity with polyethylene wear of the medial compartment and possible implant fracture along the medial femoral component on the skyline view. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised 18 years post-implantation due to a femoral component fracture. Attempts have been made and no further information has been provided.